Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was clogged and had a slow flow rate. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received one q-syte assembly with no packaging material. Visual/microscopic examination: the unit was soiled with yellow residue solution damage (tears) on the top septum disk and on the slit was observed. The water flowed freely into the q-syte unit and out with no obstruction-resistance confirming bottom slit presence. Flow test: the flow test passed per specification of 1 liter/hour with the result of 32.33 l/h. The lot number associated with this investigation was unknown and a DHR was not able to be completed. Investigation conclusion: although the flow rate result passed per specifications, the tear observed on the top disk/slit of the unit could be a contributive factor for the failure of flow rate (if the user was trying to insert devices through the tear instead of through the slit), the tear observed on the top disk is normally attributed to incorrect usage or excessive actuations.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was clogged and had a slow flow rate. There was no report of exposure, injury, or medical intervention.